Event description:
Information received by medtronic indicated that the customer reported castrofic error did not use and experienced hyperglycemia and hypoglycemia with a blood glucose value of 2.5 mmol/l at the time of the event. The customer was admitted to the hospital and was unable to speak, and treated with the intravenous insulin drip. Troubleshooting was performed, customer was unable to clear the alarm and it was unknown whether the customer had been using the insulin pump system within 48 hours and the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 25-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 25-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime: 12/25/2023 00:00:00.000 dailytotalofallinsulindelivered: 161500 (16.15 u). Dailytotalofbasalinsulindelivered: 144000 (14.4 u). Dailytotalofbolusinsulindelivered: 17500 (1.75 u). 12/25/2023 17:59:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 17500 (1.75 u). Bolusamountdelivered: 17500 (1.75 u). Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 25-dec-2023 in the formatted history file. Lostsensor1alert (780) was found on: 12/20/2023 03:51:00.000. Sensorerroralert (801) was found on: 12/19/2023 08:51:55.000, 12/19/2023 09:26:55.000, 12/19/2023 10:56:56.000, 12/19/2023 11:26:57.000, 12/19/2023 12:01:56.000, 12/19/2023 14:31:56.000. Sgcalibrationerror (776) was found on: 12/19/2023 14:18:36.000, 12/20/2023 12:58:06.000, 12/21/2023 01:37:46.000, 12/21/2023 01:47:00.000. Unable to test for lost sensor alert, sensor error alert and sg calibration error due to critical pump error (open book image) alarm. Lost sensor alert, sensor error alert and sg calibration error were unknown. Critical pump error (open book image) alarm and e/a alarm/pump error 35 alarm confirmed in the formatted history file on 12/26/2023 00:20:00.000 and 12/26/2023 00:30:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and e/a alarm/pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was found on the motor and vibrator assembly noted. ¿corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.